Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop resulting in battery alarms and battery alarms following a pump reboot. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. There was evidence of moisture contamination found inside the battery compartment. The current draws were found to be within specification. A ¿battery life¿ issue was not duplicated during investigation. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and there was no additional moisture damage found inside the pump. (B)(4).